Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2095, awareness date 01-nov-2015). Additional information received on 22-nov-2015 (ptc investigation result). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Consumer reported chronic daily migraines, perforated fallopian tube, her left essure coil was found outside her tube in the soft muscle tissue between her uterus and pelvic area. She now has lupus which does not run in her family. She could no longer play with her children because of the debilitating pain she has been left with. She used to bike ride, she was an avid cyclist 30 miles per day, now she could barely walk to her car. She did not believe in taking medication. She is now on 100mg of topamax, 1200mg of gabapentin, 30mg of a muscle relaxer, she was taking imitrex injections daily, 60mgs of cymbalta, and she is about to start a treatment they give you for malaria. She was 173cm and struggle to stay at (B)(6), most of the time she weighed less than (B)(6) now. She was basically bedridden since essure. She got essure in (B)(6) 2010 and it took two surgeries to remove it. One surgery (B)(6) 2015, and a second (B)(6) 2015. During the CT and blood work they found tumors on her uterus and nodes on her liver, all tied to essure. Her white blood cell count was at a 10. She was tired all the time. She could barely wake up, or move due to the pain. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported a perforated fallopian tube and her left essure coil found outside her tube in the soft muscle tissue between uterus and pelvic area. She underwent two surgeries in order to remove essure. These events are serious due to their medical importance and listed in the reference safety information for essure. In this particular case, the exact date and mechanism of the reported events were not known, however given their nature and considering that there is a risk that the device could perforate the fallopian tubes and could also migrate through the fallopian tube, a causal relationship with essure therapy cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. Based on the available information, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.